Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, of diopter -8.0/1.5/175 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. Additional inormation provided " the lens position was adjusted from vertical to horizontal". The cause of the event is reported as unknown.

Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(6). H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. H4 - device manufacture date: 22-feb-2023 corrected to 17-feb-2023. Claim #(B)(4).